Event description:
This ra lead was implanted on (B)(6) 2016. A call was placed to technical services on (B)(6) 2018 stating that on (B)(6) 2017, this lead had an impedance greater than 2000 ohms. Noise was also seen on stored atr. The physician was dr. (B)(6) at (B)(6) . No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).